Event description:
There was noise noted on interrogation. Due to the possibility of an insulation fracture inappropriate sensing may have occurred with the sprint fidelis lead. The lead was explanted due to a company recall and a new lead was implanted. The patient had a good outcome.